Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had twelve years battery longevity at implant but showed five years remaining after a year. Boston scientific technical services (ts) discussed battery depletion and advised that device be analyzed. To date, this device remains in service. No adverse patient effects were reported.